Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse identified multiple faults on the master tool manipulator 2 (mtm2). The fse replaced the mtm2 to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm2 involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to reproduce the reported complaint during calibration via matlab. The following parts will be replaced as a fix: axis 6 motor, axis 6 pinion gear, and axis 6 bevel gear. Additionally, the opto button pads and gimbal grip pads were found to be worn out and will be replaced. Based on the information provided at this time, the decision tree was executed to indicate that this complaint is being classified as a reportable malfunction event due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. Although no patient injury was reported, if this failure were to recur it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Initial reporter is blank because the information is unknown.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer had a repeated recoverable fault for the left hand control of surgeon side console 1 (ssc1). The customer had disabled the master tool manipulator left (mtml) and then rebooted the system before calling tech support. The system powered back on with the same issue. The technical support engineer (tse) had them remove instruments again, power down the system, and cycle the breaker on ssc1. The customer powered back on the system and ssc1 faulted again for the mtml. The customer disabled the mtml on ssc1 and moved over to ssc2 to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: clinical territory associate (cta) clarified the procedure was a dual console procedure and that the customer completed the case robotically using the ssc that was not faulty. She confirmed no patient injury was reported to her. There was a procedure delay of about 20 minutes. No patient demographic information was available.